Event description:
A customer reported higher values when scanning the adc freestyle libre sensor compared to an adc meter. On (B)(6) 2020 the obtained unspecified high glucose scans prior to going to sleep. The customer subsequently lost consciousness and emergency services were called and obtained a blood glucose 'below 2 mmol/l" on the hcp meter. The customer was treated with "hypo stock gel" for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor compared to an adc meter. On (B)(6) 2020, the obtained unspecified high glucose scans prior to going to sleep. The customer subsequently lost consciousness and emergency services were called and obtained a blood glucose 'below 2 mmol/l" on the hcp meter. The customer was treated with "hypo stock gel" for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.